Manufacturer narrative:
(B) (4). (B) (4). Device #2: part #14677-01, lot# 77002-6h, is being filed under a separate medwatch MFR number. Evaluation of the returned device found the cap was properly attached to the hub and there was no detachment, which is inconsistent with the reported event. The dilator was pulled from the exchange sheath without a problem. Based on the investigation findings, the exchange sheath performed according to specification and a root cause related to this event could not be determined. No abnormal observations were found that could have contributed to the reported event. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device issue: cap separated from exchange sheath hub. Time of device issue: during vessel closure. Adverse event: failed to achieve hemostasis. It was reported that when the dilator was removed from the exchange sheath, the cap separated from the hub and the hemostatic valve remained on the dilator. An attempt was made with a second starclose device, but with the same results. A guide wire was reintroduced through the sheath, vessel access was maintained and another sheath was placed. A third starclose device was used to complete the procedure. No adverse patient effects were repeated. No additional information was provided.